Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2006 and subsequently was revised on (B)(6) 2013 due to unknown reasons. No further information has been received.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
It was reported by the patient's legal representative that the patient underwent a total hip arthroplasty on (B)(6) 2006 and subsequently was revised on (B)(6) 2013 due to unknown reasons. No further information has been received. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel states patient underwent a revision procedure on (B)(6) 2013 allegedly due to discomfort. Patient alleges pain since revision procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported by the patient's legal representative that the patient underwent a revision procedure approximately seven years post-implantation due to unknown reasons. No further information has been received. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from patient's legal counsel states patient underwent a revision procedure approximately seven years post-implantation allegedly due to discomfort. Patient alleges pain since revision procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Initial reporter: contact name, address, phone information - unknown.